Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor, test, displacement test, and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 4 days. No blank display noted. No damage noted on the original battery cap. The pump was received with broken battery tube threads, and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched/shifted serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the pump errors/alarms noted 1 week prior to the event date 27-mar-2023 in the pump history file. (B)(6) 2023 01:05:00.000 alarmalertnotification (40). Faultnumber: changebatteryfault (73). (B)(6) 2023 01:36:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). (B)(6) 2023 01:46:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). (B)(6) 2023 03:10:04.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). (B)(6) 2023 09:49:18.000 alarmalertnotification (40). Faultnumber: sensorexpiredalert (794). (B)(6) 2023 09:59:00.000 alarmalertnotification (40). Faultnumber: sensorexpiredalert (794). (B)(6) 2023 10:32:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). (B)(6) 2023 10:49:00.000 alarmalertnotification (40). Faultnumber: lostsensor2alert (781). (B)(6) 2023 18:33:20.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 18:33:58.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:33:36.000 alarmalertnotification (40). Faultnumber: nodelivery (7) - during bolus (B)(6) 2023 00:10:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104). (B)(6) 2023 09:41:00.000 alarmalertnotification (40). Faultnumber: changebatteryfault (73). (B)(6) 2023 09:51:00.000 alarmalertnotification (40). Faultnumber: changebatteryfault (73). (B)(6) 2023 10:12:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). (B)(6) 2023 10:22:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). (B)(6) 2023 10:23:03.000 alarmalertnotification (40). Faultnumber: postresetramcrcalarm (23). (B)(6) 2023 10:23:21.000 alarmalertnotification (40). Faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. Off no power was due to battery power depleted. Battery out limit alarm and pump error 23 were due to battery removed for more than 10 minutes pump or reset due to battery backup depletion. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor expired alert or lost sensor alert noted. Low battery alert (104) not confirmed. Change battery fault (73) not confirmed. Off no power (11) not confirmed. Batt out limit (6) not confirmed. Sensor expired alert (794) not confirmed. Lost sensor1alert (780) not confirmed. No delivery (7) not confirmed. Pump error 23 not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Cosmetic damage confirmed at back of the pump. Battery cap damage not confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Pump returned for analysis. The current case is for the damage customer noticed on (B)(6) 2023. However, their blood glucose were back in normal range after the insulin drip given to them when they were hospitalized on (B)(6) 2023. So, there was no harm on march 27, 2023. Customer alleged the damage led to their high blood glucose on (B)(6) 2023.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not included in the initial report. The information has been provided in section b2,b5 and h6(health effect - clinical code, health effect - impact code) with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer gave insulin, but the blood glucose level kept rising even though the customer was giving insulin. When tested with their metre, the customer had a blood sugar level of over 600 mg/dl and was admitted to the hospital for two days. The customer also mentioned that the side of the insulin pump was broken. The battery side was broken and cracked. It was unknown if the customer experienced any symptoms of a high blood glucose value. The customer treated high blood glucose with an IV drip at the emergency room. It was unknown if the auto mode was activated or not at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was performed; however, it was unknown if the customer would discontinue the use of the device or not. The product will not be returned for analysis.